Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) experienced air in tubing (without an alarm) which occurred on the homechoice (hc) during pd therapy, fill 1 of 5. The care giver (cg) contacted a baxter technical service representative (tsr) to request assistance opening the cassette door so that the home patient (hp) could start over with all new supplies. The tsr assisted the cg as requested. There was nothing found during troubleshooting that would cause or contribute to the issue of air in line. The cg would inform the hp?s registered nurse of the issue. There was patient involvement; however there was no patient injury or medical intervention.no additional information is available.